Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic, the patient experienced headaches with and without device use, resulting in the decision to explant the device. Explantation surgery is scheduled, however, not yet confirmed to occur. Additional information has been requested; however, not yet made available as of the date of this report.

Manufacturer narrative:
This report is filed on june 06, 2017.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6), 2016, and the patient was reimplanted with another cochlear device during the same surgery. This report is submitted (B)(6) 2016. Device not received by manufacturer.